Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw loosened in the patients mouth. Tooth location not reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Also, an associated product iedat4 has not been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted.no pre-existing conditions were noted on the complaint. The reported device location and usage length is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1243065). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history review by item number was conducted for the (1243065) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Device not returned.